Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a scheduled cervical radiofrequency ablation procedure. During the procedure, the patient experienced two episodes of inappropriate anti-tachycardia pacing and two episodes of inappropriate shock from the implantable cardioverter defibrillator. It was noted that the device detected noise when the therapies were delivered. The device also recorded multiple episodes of magnet responses. The clinic stated that the magnet was applied over the device prior to the procedure. It was suspected that the cause of the event may be due to an unstable application of the magnet on the device. No intervention was required. The patient condition remained stable before, during, and after the procedure and the patient was discharged after the completion of the procedure.